Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by alerts, disconnected from the pump, and experienced hypoglycemia with a cgm reading of 53 mg/dl after late-night food led to a glucose spike and subsequent pump overcorrection; the user is insulin sensitive. Symptoms included low blood glucose and associated hypoglycemic effects. Outcomes included self-treatment with two medium oranges, confirmation of recovery with a fingerstick of 77 mg/dl, stabilization of glucose, and no medical intervention or hospitalization. Investigation included review of user-reported history, device use, and glucose data. Investigation of this case revealed an overcorrection scenario following nocturnal intake and insulin sensitivity, with the specific causal mechanism remaining unclear. It was concluded that the event was user-recovered hypoglycemia with cause unclear, and additional training was scheduled to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.